Manufacturer narrative:
Article citation: chiang sn, keane am, ribaudo jg, tao y, margenthaler ja, tenenbaum mm, myckatyn tm. Direct-to-implant vs tissue expander placement in immediate breast reconstruction: a prospective cohort study. Aesthet surg j. 2024 mar 7:sjae054. Doi: 10.1093/asj/sjae054. Continued e.1. Facility name: (B)(6) university the events of seroma, infection (unknown onset), wound dehiscence, exposure, and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma; infection; necrosis; "incisional dehiscence"; "exposure of implant".

Event description:
Through journal article "direct-to-implant vs tissue expander placement in immediate breast reconstruction: a prospective cohort study", healthcare professional reported 356 patients (662 breasts) were evaluated for immediate post-mastectomy implant-based breast reconstruction. This record is for the 222 patients (405 breasts) who underwent tissue expander (te) reconstruction. Healthcare professional reported "reconstructive failure" for 47 breasts (12%) and the following complications among 99 breasts (24%): hematoma (10 breasts, 2.5%), seroma (46, 11%), infection (43, 11%), necrosis (30, 7.4%), "incisional dehiscence" (23, 5.7%), and "exposure of implant" (10, 2.5%). Healthcare professional additionally reported "abrupt switch from textured to smooth-surfaced tes (...) Owing to FDA-mandated recall of macrotextured allergan devices." Status of devices are unknown.